Event description:
The customer reported that propofol 1000mg/100ml (10mg/ml) in a premixed bottle was programmed to infuse at 30mg/kg/min (15.48ml/hr), and fentanyl was infusing at an unknown rate. Within 10 minutes of initiating the propofol infusion, it was found that approximately 80ml had infused causing the patient to become hypotensive. The neurosurgery attending surgeon stopped the fentanyl and propofol infusions, the surgical ICU team surgeons were brought to the patient's bedside for further care, and a norepinephrine infusion was initiated which successfully restored the patient's blood pressure. There was no lasting harm caused to the patient from the event.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of 80 ml of propofol infused within 10 minutes. The patient became hypotensive with no lasting harm.